Manufacturer narrative:
Follow-up #1(08/31/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated ((B)(6) 2011) by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 1pm. The patient reportedly obtained blood glucose results of "250 and 116 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with insulin (administered via insulin pump) and in response to the alleged issue, the patient indicated she continued with her usual (unspecified) dose of medication between 1:05pm and 1:08pm. According to the csr's documentation, as a result of the reported issue, the patient allegedly developed symptoms of disorientation, numbness in the tongue, and shaking sometime between 2-2:30pm. The patient, however, denied she received any treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.